Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that during a lumbar rf procedure, the device displayed an error message. The case was completed with this device, but a delay of one hour occurred due to the error message and troubleshooting efforts. No medical intervention was required and no adverse consequence was reported.